Event description:
A customer reported that the pump battery would not charge, leading to the pump shutting down, and no power source alert was received. The impact on the customer's blood glucose level was not confirmed due to a non-functional screen. The customer initially tried charging the pump using a tandem charging cable and a wall outlet, as instructed by customer support. After further attempts with different wall adapters and cables, the pump began charging successfully, and no further assistance was required. Technical support planned to send a replacement charging cable to the customer.